Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
The lead demonstrated low impedance and the patient received inappropriate shocks. Based on currently available information, the lead is still implanted.

Manufacturer narrative:
On 5/12/2017 - we were notified that the physician capped the pace/sense portion of this lead and replaced it. Initial dft shows successful induction and conversion from vf, however residual noise apparently from lead interaction caused a second shock to be delivered after normal rhythm was restored. The physician will evaluate this lead again to determine if it should be completely explanted. The shocking portion remains active.